Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent an unknown surgical procedure on an unknown date and suture was used. While closing the muscular fascia, the needle tip broke. The incision was extended and the needle was retrieved using scopy. No additional information was provided.